Event description:
It was reported that during new device changeout the atrial lead was noted to be twisted possibly from twiddlers syndrome. Lead revision was attempted however during this procedure the patient's blood pressure dropped and he went into cardiac arrest. He was emergently sent to the operating room for vascular repair and expired four days later. The cause of death has been requested but not received.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Cause of death was requested but not received.